Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, damage and moisture damage on the insulin pump. The customer's blood glucose value was 400+ mg/dl. The customer treated with the pump. The customer stated that the cartilage rim where you screw the reservoir into the pump on the rim is missing half a circle that cracked off. The customer stated that the o-ring is exposed and found a piece in her car. The customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, prime test, excessive no delivery test and displacement test. Device received with broken off reservoir tube lip. Unable to perform the occlusion test and basic occlusion test due to completely broken off reservoir tube lip. Device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and missing o-ring reservoir tube. No moisture damage electronic assembly.